Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no light-emitting diode (led) indicators were illuminated on any of the drawer controller boards or on the main module pyxis bus board. A field service engineer (fse) replaced the affected drawer controller boards and the main pyxis bus board. Power was restored, and proper led indicators and system communication were verified, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 and 5.2 was not opening and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this event.